Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('right essure was removed in two pieces.') In a 38-year-old female patient who had essure (batch no: a63344) inserted for female sterilisation. The patient's medical history included multiparous, dysmenorrhea, dyspareunia and pelvic pain. Previously administered products included for an unreported indication: depo-provera, molrin, lorazepam and ketorolac. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 7 years 6 months after insertion of essure. The patient was treated with surgery (laparoscopic bilateral salpingectomy removal of essure devices bilaterally). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. Lot number: a63344. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jan-2021: mr received: ' previously reported event medical device removal replaced with right essure was removed in two pieces". Reporter, medical history and historical drug added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 38-year-old female patient who had essure (batch no. A63344) inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 7 years 6 months after insertion of essure. The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Lot number: a63344. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jan-2021: quality-safety evaluation of ptc. (Product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 38-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 7 years 6 months after insertion of essure. The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2020: quality-safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('right essure was removed in two pieces.') In a 38-year-old female patient who had essure (batch no. A63344) inserted for female sterilisation. The patient's medical history included multiparous, dysmenorrhea, dyspareunia and pelvic pain. Previously administered products included for an unreported indication: depo-provera, molrin, lorazepam and ketorolac. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 7 years 6 months after insertion of essure. The patient was treated with surgery (laparoscopic bilateral salpingectomy removal of essure devices bilaterally). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. Lot number: a63344 manufacture date: 2012-10 expiration date 2015-10-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 7 years 6 months after insertion of essure. The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 38-year-old female patient who had essure (batch no. A63344) inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 7 years 6 months after insertion of essure. The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Lot number: a63344. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-dec-2020: mr received. Reporter information, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.